Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose. The customer¿s blood glucose level was 447 mg/dl at the time of incidence and customer¿s current blood glucose level was 504 mg/dl. Customer was with high blood glucose level of 350 mg/dl and got bolus from insulin pump. The customer was treated with manual injection. Customer was alleging possible pump under delivery. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.